Manufacturer narrative:
(B)(6).

Event description:
The customer biomed asked philips to set the slave monitor to sound alarms, but it was not making the sound. The device was not in clinical use at the time the issue was discovered. There was no patient involvement.